Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ac led on the device is not working. There is no reported patient involvement.